Event description:
A customer contacted beckman coulter inc. (Bec) regarding low wbc, rbc, hemoglobin (hgb) and hematocrit (hct) results for one patient generated by the coulter lh 500 hematology analyzer without instrument generated flags. Due to the low results, the doctor sent the patient to a reference laboratory where the patient was redrawn and the sample was run 2 days later on a reference instrument with higher results. The patient returned to the clinic and was redrawn and the sample run on the coulter lh 500 hematology analyzer on which results were considered matching the reference lab's results. The reference lab results were considered correct. There was no change to patient treatment with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011. During the visit, the customer informed him that they inadvertently placed the wrong label on the initial patient sample tube. Fse completed the 1 year preventive maintenance (pm) on the instrument and realigned the flowcell. The repair was verified per established procedures and the system was validated. The root cause is unknown however upon review of the results and the comments made by the customer to the fse describing the tube mislabel, it is believed that the samples are from two different patients and therefore the root cause is most likely can be attributed to operator error. No other patients were affected. (B)(4),